Event description:
Before surgery, surgeon noticed inner shaft tip was missing. A new replacement was requested for a new inner shaft of inserter. No additional information was provided pertaining on whether surgery took place that day. It is unknown how or when the distal tip was separated from the shaft. Case is indeterminate. No harm was reported to the patient.